Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her current blood glucose is 575 mg/dl. Customer had coffee and no breakfast. Customer had gatorade and her blood glucose jumped to 250 mg/dl. Customer took 2.5 units of insulin and then her blood glucose was at 575 mg/dl. Customer stated that it was not food related but due to not eating. Customer gave a bolus and her blood glucose went down to 500 mg/dl. Customer took a shot when she got home of 10 units and her blood glucose was 425 mg/dl. Customer stated that she had the following symptoms related to her high blood glucose such as nausea, weakness, excessive thirst, and a dry mouth. Customer treated with the bolus wizard. Customer stated that she sees a lot of air bubbles along the tubing length. Customer stated that the insulin was not stored at room temperature. Customer declined to perform the high pressure test. Customer was advised to do a complete set change. Customer did a self-test and passed.